Manufacturer narrative:
Evaluation summary: analysis confirmed the reported overheating at the power supply connection, causing the power cord tip and area around the connector to melt. The power supply was found to be out of electrical specification, and the power connector on the computing platform was melted. Both the power supply and computing platform were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer overheated at the power supply connection, causing the power cord tip and area around the connector to melt. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the power supply. Visual inspection revealed that the power connector had melted plastic around the metal plug. Benchtop analysis found that the electrical connection between the output and the ground was shorted. Conclusion: the reported event was confirmed to be caused by power supply connector failure. The dc (direct current) plug cable end was electrically shorted. If information is provided in the future, a supplemental report will be issued.